Event description:
It was reported that on (B)(6) 2025 the patient experienced connection issues between her cgm (continuous glucose monitor) and omnipod system early in the day, therefore the omnipod system subsequently went into automated limited mode. She reported doing some troubleshooting communication issues but was unaware she could recalibrate her gcm and controller. Later, she received a low glucose alert on her cgm and a low reading on her controller. She did not verify blood glucose level with a blood glucose meter, and reported she treated the low with fast-acting carbohydrates but did not follow the rules of 15 and recheck her blood glucose after 15 minutes. She did not confirm if the system had resumed automated mode after connection was reestablished until the evening when she received a low glucose alert. She reported she ate dinner but did not administer a bolus for her food. Overnight, the patient observed that the sensor and pod readings "immediately went from low to high on the screen." Throughout the night, she experienced nausea, vomiting and general sickness. The next day, (B)(6) 2025, her husband took her to the emergency room, where her blood glucose was reported at 1900 mg/dl. It was reported the cgm and omnipod system were giving false low glucose alerts, when she had actually been high. The patient reported that the pod was removed at the hospital and found that it was leaking insulin. Treatment included an insulin drip and IV intravenous) fluids. The patient was discharged after a few hours. The pod was discarded. The controller is not expected to be returned.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.